Manufacturer narrative:
An event reporting pain and loosening involving an accolade stem was reported. Periprosthetic fracture, stem loosening and osteolysis (femoral region) were confirmed following a review with a clinical consultant. Method & results: device evaluation and results: the device was not returned for evaluation. Medical records received and evaluation: a review by a clinical consultant noted. The fact that insufficient fracture stabilisation was present is further supported by the presence of osteolysis around the dm-cable, proving that excessive micromotion was present between bone and cable consistent with failure to stabilise the fractured bone fragments. As such, we may conclude that the stem loosening through lack of bone ingrowth fixation was caused by bone instability in the important proximal bone ingrowth section of the accolade stem due to inadequate stability of the pp-fracture through suboptimal internal fixation of same. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded: an adverse mix of patient-related (osteoporosis) and procedure-related factors (surgical preparation in osteoporotic bone with suboptimal fracture stabilisation) have caused a periprosthetic fracture contributing to secondary stem loosening requiring revision surgery. If additional information such as medical records, operative reports and/or the device becomes available this investigation will be re-opened.

Event description:
It was reported that patient's right tha was revised due to persistent pain and suspected loosening.

Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right tha was revised due to persistent pain and suspected loosening.